Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "rashes on the breast and nipple" and "nipple discharge". Healthcare professional later reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: nipple discharge: unable to observe as it is not related to the device. Skin rash/dermatitis: unable to observe as it is not related to the device. Rupture: observed broken on anterior side assessed as fold flaw opening. Additional observations: observed stress marks on the device. Observed creases on the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "nipple discharge."

Event description:
Patient reported left side "rashes on the breast and nipple" and "nipple discharge". Healthcare professional later reported left side rupture. Device remains implanted.